Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin squirted out during the prime and the customer experienced low blood glucose. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that he was in the intensive care unit two months ago for a blood pressure, and his glucose level went up to 590mg/dl. The time and date were correct. No further information was provided.